Manufacturer narrative:
(B)(4). Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump fell into water. Customer stated that self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.